Event description:
It was reported that during an unknown procedure the device with the blue reload the firing stopped half way. With that the doctor had stitching the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 9/5/2025. D4 batch #187d21. B3: only event year known: 2025. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc100 device was received with no apparent damaged and with a glcr100b reload loaded in the device. The reload had the proximal 24 drivers up without staples, and the remaining drivers down with staples present. Additionally, three glcr100b reloads (b,c & d) were received along with the device. The reloads (b & c) were received fully fired. The reload (d) had the proximal 24 drivers up without staples, and the remaining drivers down with staples present and damage to knife slot was noted. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 187d21, and no non-conformances were identified. Additional information: possibly the or tech was not loaded correctly. The device ¿fell apart¿. The pin fell out. Glc100 issue fired twice but the 3rd firing only fired halfway. Possibly improper reload situation. 2nd glc100 was not used. There are multiple surgeons in a committee for this account. Each specialty of surgery is represented. None of the committee surgeons are the surgeons having issues during surgery. Surgeon does cross staple line.